Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this right atrial (ra) lead developed sepsis from a urinary tract infection. The patient also had fever. There were no additional adverse patient effects reported. The patient was given oral medication and the ra lead remains in service.